Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a robotic prostatectomy procedure on (B)(6) 2016 and the barbed suture was used to tie up the enlarged prostate for later specimen retrieval. During procedure, a surgeon was used the distal adjustable loop with a cinch technique. When a surgeon cinched down after the first pass and made a second pass, the barbed suture split in half in half distal end closer to a needle on the suture itself; with excessive robot tension. There were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: please clarify the following response ¿was the device used for the intended purpose? No" -for example, was the device not used as intended due to the reported issue with the device? Yes this is correct, the device was not used because of the incident.